Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-05908. The pt has two leads from the same lot. The pt has been unable to use her scs system accordingly due to both leads migrating. Also, one of the lead is disconnected from the ipg. As a result, the pt plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.